Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; d224drg ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there as noise on the atrial channel. There were many atrial tachycardia (at)/atrial fibrillation (af) episodes that appeared to be physiologic oversensing (far field r-waves, retrograde p waves, double counted premature atrial contractions). Attempts to reprogram the right atrial (ra) lead did not resolve the issue. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.